Event description:
It was reported that during post-op follow-up, the atrial lead exhibited sensing anomaly. Chest x-ray revealed the lead had dislodged. The lead was successfully repositioned. The patient was doing well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.